Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by or related to the design, manufacture or labeling of the device.

Event description:
It was reported that the target lesion in the superficial femoral artery (sfa) was predilated with atherectomy and balloon angioplasty. There was no resistance advancing the supera stent delivery system (sds) to the lesion. At the target lesion, the supera stent was unable to be deployed because the purple sheath outside the body was detached from the handle. The sds was removed from the anatomy and replaced with another supera sds. There were no adverse patient effects and no clinically significant delay in the procedure. The separated segment near the handle was not manipulated by the user. It was not bent or cracked. It looked like a clean detachment from the handle. No additional information was provided.